Event description:
The pt had frequent issues with catheter blockage leading to withdrawal symptoms despite replacements and revisions. The catheter was replaced. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver hydromorphone 40 mg/ml at 13.5 mg/day. Add'l info has been requested for info about the prior catheter replacements and revision, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4): catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.